Manufacturer narrative:
(B)(4). The results of this investigation concluded all three leaflets contained calcifications which resulted in leaflet immobilization and incomplete coaptation. All three leaflets were fibrotically thickened and there was fibrous pannus ingrowth on the inflow surface of leaflet 1. No acute inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and calcifications were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 19mm trifecta valve was implanted. On (B)(6) 2016, an echo showed severe aortic stenosis with an estimated pa systolic pressure of 79-84mmhg. On (B)(6) 2016, the valve was explanted. Details about the replacement valve are unknown.